Manufacturer narrative:
Ten smiths medical tracheostomy/silicone - bivona tubes neo/ped were returned for analysis in a used condition. During analysis, visual inspection indicated white particulates were found inside the cuff, pilot balloon and on the shaft. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Information was received indicating that during pre-test of a smiths medical tracheostomy/silicone - bivona tubes neo/ped, white spotting of cuffs and cloudiness was noted. No patient was involved in this event. No adverse effects were reported.